Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a 8x11 cs insert was opened, and attempted to implant, the wire inside the implant failed, and engaged before it could be properly implanted. The failed device was removed promptly, and a new 8x11mm cs insert was implanted, without incident. The failed device was disposed of by operating room staff.

Event description:
It was reported that a 8x11 cs insert was opened, and attempted to implant, the wire inside the implant failed, and engaged before it could be properly implanted. The failed device was removed promptly, and a new 8x11mm cs insert was implanted, without incident. The failed device was disposed of by operating room staff.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The cause of the event could not be determined because the reported device was not returned for evaluation. Inspection of the reported device is required to determine the root cause of the reported seating issue. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics.